Event description:
Additional information received indicates that the device was not used in the patient anatomy. As the initial medwatch report has been filed, this event will remain as reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reported information, the product was used approximately 1 month past the labeled expiration date. The hi-torque guide wire instructions for use says to reference the use by date specified on the package. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient underwent a procedure in the mid right coronary artery to treat a chronic totally occluded de novo lesion. A pilot 50 guide wire was used in the procedure and it was noted that the guide wire was used after its expiration date. There were no reported adverse patient effects related to the use of the expired device. No additional information was provided.